Event description:
A patient reported a cartridge error, which prevented the loading of a cartridge in the insulin pump, resulting in a switch to multiple daily injections (mdi). There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and cts processed an out-of-warranty loaner pump to assist the customer.